Event description:
My (B)(6) was using a firely toothbrush and the head broke off. She came down and said, "I didn't even touch this that hard and the head broke off with a pointy piece left." She was concerned that some little kid may be using this and it would cause a choking hazard. Incident, no injury. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2016. I still have the product in my possession: yes. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the MFR? No. If not, do you plan to contact them? No.